Manufacturer narrative:
Per the user facility's biomedical technician, he cleaned the unit using detergent, removing all of the debris from the hoses to resolve the issue. There have been no issues with the unit since.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
After additional consideration it was determined that the recall is applicable to the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical technician, no fault indicator lights were illuminated, and the water was not cloudy or discolored. He also stated that the unit is back in use and he has declined his service call.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit was not heating up and there was debris coming out of the hose. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.